Event description:
A customer reported a malfunction with their pump, identified by a specific malfunction code, but confirmed no notable events occurred prior to this issue. There was no reported adverse impact to the customer¿s blood glucose level. The customer reverted to an alternate method of insulin therapy.